Manufacturer narrative:
(B)(4). Per the fsr, (B)(4) has been performing all service for past two years. This fsr has not seen the unit since july 2013. Troubleshooting by the fsr on (B)(6) 2016: he checked the roller pumps, safety monitor, and cpg monitor components installed on 8000 system (serial number (B)(4)) on (B)(6) 2016, and could not duplicate the reported problem of not being able to restart the arterial pump after a low level alarm occurrence. The fsr set-up all monitors and alarms as the customer normally does, and started all pumps. With all pumps running, he attempted to create a fault by flexing and twisting the level alert sensor, air bubble detector, arterial pump stop cable, and the arterial pump ac power plug cable / connector. The fsr could not make it fail. At the time of this incident, the customer was only using an alert (yellow) level sensor, and that is the way I found it upon inspection. The level detector was set to position #4 (alert only). With the pumps running, the fsr switched the level detector to position #1 (alert/alarm), and since there was no alarm (red) level sensor attached, the level detector alarmed and stopped the arterial and cpg pumps as it should. He turned the level detector to ¿off,¿ and could restart both the pumps. The fsr created an air bubble alarm; both arterial and cpg pumps stopped. He turned the abd to ¿off,¿ and could again restart both pumps. The fsr took troubleshooting a step further, and removed the pumps from the base and opened up the base top cover and checked the integrity of the circuit boards and cables/connectors within the base; all appeared normal. With the base top still removed, the fsr reconnected and started the arterial roller pump, and flexed the internal cables and connectors within the base; he flexed the base distribution circuit board, and again, the fsr could not recreate the problem. It should be noted that the roller pump (serial number (B)(4)) currently installed as the arterial pump, was not the pump that was originally installed when the issue first occurred. The customer stated they didn¿t know where that pump was currently installed, so he could not test it with this base. They also stated they didn¿t think it mattered, because the problem also occurred with the pump currently installed in the arterial position when they first changed it out as a troubleshooting measure.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, a low level alarm on the safety monitor stopped the arterial pump. The user was unable to clear and restart, thus they hand cranked for about two minutes. There were issues with the settings on the safety monitor regarding level sensors. There was about a four minute delay in continuation of surgery while troubleshooting and replacing arterial pump only. The patient was weaned off during the troubleshooting since cardioplegia (cpg) had not been started. As a result, an alternate roller pump was employed. The surgical procedure was completed successfully. There was no blood loss, nor adverse consequences to the patient. Per the clinical review on 29-jan-2016: the perfusionist (ccp) was using a sarns system 8000 with a roller pump as the arterial pump. She had attached a single level sensor, as per her normal practice, and she assumed the level monitor was configured as "alert only" (position 4), again per her normal practice. The patient was a (B)(6) female, that was scheduled for a mitral valve repair. Just a few seconds after the initiation of cpb, the ccp turned on the level sensor (via the safety monitor) and immediately a "low level alarm" stopped the pump even though she had 1000 ml of volume in the venous reservoir. Later, she discovered the switch on the back of the safety monitor (for level configuration) was in position 1 (alert / alarm) and the alarm sensor was not connected to the venous reservoir. The ccp stated she touched the off button of the level sensor area of the safety monitor and she claims the light emitting diode (led) over the off button was illuminated. The ccp attempted to re-start the arterial pump but was not successful. As a precaution, she touched the off button of the air bubble detector (abd) in attempt to be able to re-start the pump. Again, the arterial pump would not go to the forward mode (stayed in stop). The ccp hand cranked blood back into the patient and was able to wean the patient from cpb, as the aortic clamp had not yet been applied and cardioplegic arrest had not occured. The patient was relatively hemodynamically stable. The main ccp and a back-up ccp removed a roller pump from another base to use as a back-up. The stop line and battery cable was removed from the original pump and the power cord was unplugged. The tubing was removed from the pump and the pump was taken off the base. The back-up pump was placed on the base and power cord, stop line, and battery cables were connected. The pump tubing was placed in this new roller pump. But again, this pump was not able to be placed in the forward mode (remained in stop mode). They elected to remove the stop line from the roller pump and the pump was able to be started to re-initiate cpb. As the patient was hypotensive (bp in the 30s mmhg) prior to getting the arterial pump back on, the anesthesiologist had administered a bolus of epinephrine (vasoconstrictor). On the re-initiation of cpb, the patient became very hypertensive blood pressure (bp)> 200 mmhg) and the aorta dissected with aortic insufficiency. The aorta was repaired (ascending aortic graft with valve) with the use of deep hypothermic circulatory arrest. The mitral valve was repaired, as scheduled, and the patient was rewarmed and weaned from cpb successfully. The cpb time was nearly four hours in length. The patient was transferred to the intensive care unit (ICU) after the surgery, per normal practice. Patient was stable hemodynamically, one hour post surgery but was kept sedated. After the procedure, the original roller pump was placed back on the base and checked with the level sensing system with stop line attached. The level sensor functioned per specification and the pump stopped with the alarm and when the level sensor was placed in the off mode, the pump was able to be re-started. The scenario was not able to be duplicated. The entire sarns 8000 base was quarantined after the procedure until further investigation and approval by hospital risk management. There was a delay of about four minutes in starting cpb and starting the procedure. Interventions included hand cranking due to the inability to re-start the arterial roller pump, and pump replacement. A serious injury occurred (aortic dissection) on the return to cpb due to a hypertensive event (epinephrine bolus). Manufacturer clinical services spoke to the ccp on (B)(6) 2016 and the patient is alert, and being transferred from ICU to a general room later (B)(6) 2016. There is no indication of neurologic harm or any harm. In addition, the user checked the scenario post cpb and could not duplicate this behavior (inability to re-start the pump). The field service representative (fsr)is going to the hospital to check this sarns 8000 system.

Manufacturer narrative:
(B)(4). The reported complaint was confirmed. Extensive evaluation of the system found no indications of any hardware issues, or explanation for the inability to restart the pump other than the level sensing not actually being in off mode. Per the operator¿s manual, the panel buttons must be pressed for about one second in order to activate. It is possible that the customer did not hold the button long enough to go into off mode, or they returned to on mode without addressing the alert/alarm mode issue before attempting to restart the pump. A final letter was sent to the customer to provide feedback of proper use. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.